Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during a football match due to double detection of premature ventricular contraction (pvc) beat. The physician decided to reprogram the device to 210 beats per minute (bpm) and set the smart charge to 1.8 seconds. An exercise test was also performed, and the data was sent to technical services (ts) for review. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Ts reviewed the s-ECG captured during the performed exercise test and noted there was no clear over sensing. After reviewing the programmer log files for this device, ts recommended programming the device to secondary sensing vector.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.